Event description:
Procedure: esophagus. According to the reporter: a surgical procedure was performed: repair of para-esophageal hernia + insertion of jejunostomy tube. Surgeon said that the needle which is passed between the jaws of the endo stitch device broke off. Pt unaffected by device malfunction. Opened another endo stitch device. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the pt cavity. No device fragment was left in the pt.

Manufacturer narrative:
(B)(4).